Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No frozen screen anomaly noted during testing. Programmed device with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted during testing. No frozen screen anomaly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. Customer¿s blood glucose level was 10.9 mmol/l. Customer reported that the time clock did not advanced. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.